Event description:
When opening the medline twin pack carbon steel surgical blade there was a bug within the sealing glue. The bug was squished when sealed. The blade was in a medline minor general pack. I have pictures of the bug.======================manufacturer response for twin back blade, medline (per site reporter)======================a manufacturer representative will pickup the product wrapper.